Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "device is beeping every four hours" and inquired if there was something wrong with their device. Toning every four hours is indicative of a right ventricular (rv) lead integrity issue. The rv lead remains in use. No patient complications have been reported as a result of this event.